Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two leads were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient has a non-functioning scs leads. It was noted that the patient had 2 broken electrodes. The patient will undergo a revision procedure wherein the broken leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead; model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient has a non-functioning of scs leads. It was noted that the patient had 2 broken electrodes. The patient will undergo a revision procedure wherein the broken leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Additional information was received that the leads had not migrated. No further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has a non-functioning scs leads. It was noted that the patient had 2 broken electrodes. The patient will undergo a revision procedure wherein the broken leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two leads were replaced. Device malfunction was not suspected. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient has a non-functioning scs leads. It was noted that the patient had 2 broken electrodes. The patient will undergo a revision procedure wherein the broken leads will be replaced.